Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to (B)(6) 2026 [alert date]. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section h4: device manufacture date; unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted. Section d6b: if explanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a single piece preloaded monofocal intraocular lens (iol), the doctor observed a substance described as ¿gunk¿ behind the lens. The doctor indicated that the material could be removed using irrigation/aspiration (I/a) and did not consider it a significant issue but inquired if this had been previously encountered. A second doctor was consulted and suggested that the substance was most likely residual ophthalmic viscosurgical device (ovd), noting no prior occurrence with similar lenses. The product was not available for return for investigation. There was no reported patient or user harm. No further information was provided.